Manufacturer narrative:
(B)(4) date sent: 2/10/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 788d30. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the clips other than bleeding (malformed clips, etc.)? Did the device eventually open? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, at the pose of a clip, the device had difficulty to deliver the clip, that led to a bleeding. The device then got jammed in closed position when the nurse tried to test it. Hematoma on the mesentery.